Manufacturer narrative:
H11 correction: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID: d-evolutfx-34 (lot: 0012710772); use by date: 2027-03-11, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. A bend was evident to the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with an infold noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device other medical products in use during the event include: product ID l-evolutfx-34 (lot: 0012740585); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, minimal crown overlap was detected in the valve during the fluoroscopic inspection of the valve load. During the initial deployment attempt, the valve dislodged out of the annulus, necessitating a recapture. On the second attempt, an infold was observed and the valve had not anchored itself in the annulus. Consequently, the valve was recaptured and withdrawn from the patient. A new delivery catheter system was used to successfully implant a new valve in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was performed showing inflow crown overlap to node 3 which would be considered a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that the valve was recaptured once and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The infolded valve was recaptured and, as reported, a new valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, minimal crown overlap was detected in the valve during the fluoroscopic inspection of the valve load. During the initial deployment attempt, the valve dislodged out of the annulus, necessitating a recapture. On the second attempt, an infold was observed and the valve had not anchored itself in the annulus. Consequently, the valve was recaptured and withdrawn from the patient. A new delivery catheter system was used to successfully implant a new valve in the patient. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned and loaded inside the delivery system. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.